Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies. Customer stated that the sensor would read low in the 40 and 50 mg/dl range and the insulin pump will go into threshold suspend but her blood glucose would be 150 mg/dl. Customer stated he had one sensor that bent. Customer was advised about the proper insertion and calibration process. Customer was not currently wearing a sensor.